Event description:
It was reported that the support arm of the monitor broke and the monitor fell down beside the patient.

Manufacturer narrative:
The concerned support arm was requested for investigation, but not yet received. The investigation results will be reported in the follow up report.